Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on lcd board. Unable to test with blood glucose meter, verify for back light anomaly and perform rewind and basic occlusion, occlusion, prime, the excessive no delivery test due to no button response. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the keypad was not responsive. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that the insulin pump was dropped. The customer stated that the light would not turn on. The customer stated that the drive support appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.